Manufacturer narrative:
Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. During testing of the returned device the pump module was found out of specification for rate accuracy. External inspection confirmed damaged platen with the returned pump module. Replacement of the broken platen and subsequent retest for rate accuracy found the device to be delivering fluid in specification.

Event description:
During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement. During servicing we identified a platen misalignment which constitutes a reportable malfunction. There was no patient involvement.